Event description:
The customer reported that during a msicu infusion, the set was found leaking from a small hole where it connects to the blue plastic upper fitment. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of set leaking was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking at the same location. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unknown.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a msicu infusion, the set was found leaking from a small hole where it connects to the blue plastic fitment. No patient harm was reported.